Manufacturer narrative:
The implicated product is a dual port with an attachable 9.5 fr. Nonjointed catheter and intro-eze percutaneous introducer system. The product received for evaluation is a plastic dual port with a short segment of tubing attached. The complete assembly measures 2.2 inches long. The distal portion of the catheter is not included with the complaint sample. A clear plastic cath-lock (without strain-relief) is secured over the catheter at the port stem. Both port septums have an indeterminate number of needle puncture sites. Blood residue fills various component recesses. A lot history review reveals no related mfg issues and no other complaints for this lot. Port patency is demonstrated by flushing and aspirating water with a 12cc syringe. The port septums are accessed using a 20 ga. Non-coring needle. No leaks are noted when occluding the catheter's distal tip and hydraulically pressurizing the port chambers to sustained pressures greater than 25 psi. No defect or deformity is found during microscopic examination using 5x - 8x. The catheter's distal tip has an even, well-defined edge with a flat, striated face. This indicates it had been cut with a scalpel. Microscopic examination of the catheter with the cath-lock retracted reveals light impressions in the outer diameter and an irregular edge with a flat, glossy face. An annular ring remains in the proximal tubing after it is retracted from the port stem. The annular ring is a result of an impression from the port stem barb and is normal. The stem is unremarkable. The cath-lock has two small side-by-side nicks which may suggest mechanical manipulation with a traumatic surgical clamp. The complaint of subcutaneous leakage is unconfirmed. Gross visual, microscopic and functional examination were negative for any mfg defect that affects normal function. A malfunction or damage to the distal catheter segment can not be determined without a thorough examination. The product instructions for use cautions the user to avoid use of traumatic surgical clamps when manipulating device components.